Event description:
It was reported that approximately two weeks post-operatively, a patient experienced a "pop" and a follow-up x-ray revealed that an everest set screw had migrated. The patient was subsequently revised. Upon review of a provided x-ray, it was observed that a cascadia tl cage also migrated. The cage migration was not related to the revision surgery and was not addressed during the revision. This report is for the cascadia tl cage.